Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and found that the fill port line attached to the safety condensate removal module (crm) was loose and almost falling off. The stm reseated the connection, tested the iabp unit, and performed condensation removal, and the iabp unit performed without further errors. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.